Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci assisted total colectomy procedure, the endowrist vessel sealer instrument was not sealing and was pushing tissue out of the jaws instead of cutting it. There was no report of patient harm, adverse outcome or injury.